Event description:
During procedure to apply fixator, while md was inserting the proximal bone screw it became difficult to turn and eventually broke. The screw fragment was left in the bone. The procedure was completed using another screw.